Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front and rear response button was not functional. As received, the response button switch domes were damaged. The cause of the non-functional response buttons is the damaged dome. Additionally, the belt receptacle pulse pin was bent and the monitor was unable to complete essential performance testing. The root cause of the damaged cable and bent pin cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.